Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy due to the ipg not providing therapy for more than a 24 hour period before recharging. The patient underwent surgery where the ipg was explanted and replaced to address this issue.